Event description:
During an orif of right elbow, right humerus procedure, surgeon was pre-drilling a hole with 2.0mm drill bit and the distal tip of the drill bit broke off. (Drill bit broke within the drill home). The broken tip was not retrieved and remains in the humerus bone of the pt. Procedure was completed with no further problems.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The raw material and device history records were reviewed and were found to be conforming. The investigation could not be completed, no conclusion could be drawn, as no product was received.